Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by vomiting, reported as ¿always vomit after meals¿. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the peritonitis was not reported. The patient recovery status was not reported. On an unreported date, the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.